Event description:
It was reported following a percutaneous diagnostic procedure, an angio-seal was deployed. The procedure time was 12 minutes, the puncture location was the common femoral artery with an estimated diameter of 6 millimeters (mm), no pre-insertion angiogram was performed, and there was no peripheral vascular disease seen at the puncture location. Three days later, the patient experienced bleeding at the site and a 5 cm hematoma developed. The patient underwent surgical intervention where a common femoral artery laceration was repaired. The angio-seal was removed. The patient was discharged from the hospital and her condition was reported to be good.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.